Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a ventilator suddenly restarts. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator suddenly restarts. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without any issues.